Manufacturer narrative:
Patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the surgeon tried to assemble the blade of the titanium trochanteric fixation nail system (tfn). The screw connection broke off in the tip of the thread. This caused inadequate introduction of coiled sheet in the nail and affected the anti-rotational blocking preventing the intertrochanteric fracture reduction. The surgery was prolonged about thirty (30) minutes. Only the tip of the screw is broken. No information about patient condition and patient outcome available. This is report 1 of 1 for (B)(4).